Manufacturer narrative:
The reported event of intermittent magnet response resulting in therapy being delivered was confirmed. Based on the information provided, several magnet entries and exits were observed, although there were no device malfunctions identified during analysis.

Event description:
New information received notes the patient was having shoulder surgery on (B)(6) 2024 when the patient's physician's team was called for assistance due to shock. The patient received three inappropriate shocks during the procedure possibly due to electromagnetic interference (emi) due to electrocautery with an abnormal ventricular tachycardia (vt) rhythm and then sat up. A magnet was taped or placed over the patient the entire time during surgery. No further intervention was noted during the procedure. The patient was also noted to have a history of phantom shocks during which the device was working appropriately. Programming changes were made (B)(6) 2024. No alerts had been observed since re-programming. The patient was stable, had reported no issues since reprogramming and was to continue with routine follow ups in clinic.

Event description:
It was reported that the patient experienced inappropriate therapy during an unrelated left shoulder surgical procedure where the magnet was placed over the implantable cardioverter defibrillator (ICD). It was inquired whether the ICD was not sensing magnet and magnet placement per instructions. Technical services noted there were magnet detections in the episodes which would indicate intermittent magnet response which was indicative of the magnet moving during surgery. It was confirmed by the clinician that there was a magnet over the ICD the entire time during surgery. It was not determined when the magnet was placed and when it was not detected during surgery. There were no reported patient consequences.